Event description:
The customer reported that the unit is not ringing when you walk in front of it, but does ring when no one is in the room. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation: results - evaluation of the returned product shows that the alarm won't power on. There is visible damage to the alarm case. (B) (4).